Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menopause. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal distension ("e- belly"), urinary incontinence ("peed on coughing") and menstrual disorder ("abnormal periods") and was found to have serum ferritin decreased ("low ferritin") and weight increased ("weight increased"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menorrhagia, serum ferritin decreased, weight increased, abdominal distension, urinary incontinence and menstrual disorder outcome was unknown and the fatigue had resolved. The reporter considered abdominal distension, fatigue, menorrhagia, menstrual disorder, serum ferritin decreased, urinary incontinence and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : fatigue and weight increased,peed on coughing,e- belly,abnormal periods. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added.events: peed on coughing,e- belly,abnormal periods were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menopause. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and fatigue ("fatigue") and was found to have serum ferritin decreased ("low ferritin") and weight increased ("weight increased"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menorrhagia, serum ferritin decreased and weight increased outcome was unknown and the fatigue had resolved. The reporter considered fatigue, menorrhagia, serum ferritin decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : fatigue and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media :case became incident. Hysterectomy added as a treatment for menorrhagia. New events added: weight increased and fatigue. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.